Event description:
Patient representative reported capsular contracture baker grade iii/IV. Device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: capsular contracture baker grade iii/IV. Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient representative reported, capsular contracture, baker grade iii/IV. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, deformation on the device. Yellow particles observed, in the surface of the shell.